Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to peritonitis. The breach was not further described as, "patient made mistake contaminating the transfer set". Peritonitis was manifested by cloudy effluent. The patient was hospitalized for the event. The patient began treatment with vancomycin (intraperitoneally (ip), 1gm on every 5th day) and amikacin (ip, 125 mg, once daily) for the peritonitis event. The patient stopped antibiotic therapy after 14 days. At the time of the report, the event was ongoing and the patient had not recovered. Dianeal therapy was discontinued and hemodialysis was initiated. The patient was retrained on proper aseptic technique. No additional information is available.